Manufacturer narrative:
Unit passed self test. Unit alarmed insulin flow blocked alarm during priming due to corroded electronic assemblies. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to insulin flow blocked alarm. Unit received with corroded motor home switch, corroded battery tube, scratched case, cracked case corner of the belt clip rails near the battery compartment and pillowing keypad overlay. The p-cap does lock properly. ((B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was kept rewinding after battery change. The customer stated that insulin pump had insulin flow block alarm and serial number was scratched. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.